Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a vaginal wall mesh in anterior wall procedure performed on (B)(6) 2017. According to the complainant, after the procedure, on (B)(6) 2017, the patient experienced mesh erosion of less than 10 mm proximalmidline of the anterior vaginall wall. Subsequently, an outpatient surgical mesh resection was done to the patient and erosion was healed. Reportedly, on (B)(6) 2017, recurrence of mesh erosion of about 2 mm was noticed located towards the left midline of the anterior vaginal wall. Additionally, mesh resection was repeated and the patient's erosion was healed.